Event description:
Customer reportedly obtained results of 575 mg/dl and 89 mg/dl on the advantage system within 10 minutes. Later that day, customer went to the hospital and tested 120 mg/dl and 122 mg/dl on a professional device and 537 mg/dl on the advantage system within 10 minutes. Within ten minutes of 537 mg/dl result, customer tested 104 mg/dl on the advantage system. Customer took normal insulin dosage after 89 mg/dl result. No treatment received while in the hospital. No adverse event reported. Requested return of suspect system and replacement was sent.